Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: imaging confirm that left primary filter legs has perforated ivc. However, the imaging suggest that the hook likely was only deeply tenting the ivc. Furthermore, the left anterior primary leg at least tented the duodenum and this has the potential to cause symptoms. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Since the hook is tenting the ivc the filter must be tilted. Difficult filter retrieval due to embedment of filter legs in the ivc wall is a well known risk in the literature. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: in (B)(6) 2015, a (B)(6)-year-old male patient was hospitalized due to pelvic fracture. On (B)(6) 2015, ivc filter placement was performed by the right internal jugular vein approach before surgery for pelvic fracture to prevent pe. The physician planned to leave the filter in place until fracture healed considering that there was no particular duration of the filter placement limited for retrieval. On (B)(6) 2015, filter retrieval was attempted after confirmation of healing of the fracture. The physician tried to retrieve the filter with a snare device for filter retrieval though, the snare loop could not catch the hook, and angiography showed that both filter leg(s) and hook looked like they perforated the vessel. The attempt of retrieval was abandoned and CT was performed. Then, the physician judged that the filter hook and leg(s) perforated the vessel, and decided to stop the procedure. On (B)(6) 2015 since the patient was not worried about permanent placement if it was not harmful, the physician would explain to the patient that he planned to have the filter placed permanently. Patient outcome: there have been no adverse effects to the patient reported.